Manufacturer narrative:
Expiration date: 08/2018. Manufacture date: 08/2013. Based on the available information, this event is deemed to be a reportable malfunction. (B)(6) 2016: no previous investigations are available to leverage. Detailed review of batch records for product and lot showed no discrepancies (including non-conformances/deviations). The evaluation of two (2) returned samples indicated that the reservoir bags had cuts/tears on them. The type of cuts/tears indicates that it could be caused during manipulation of devices in their use. It is highly unlikely that it could be a failure attributed to the manufacturing process. Based on the investigation results, it can be considered as an isolated quality issue that does not require any additional action. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4). Note: this complaint issue occurred in four (4) separate cases. Separate 3500a forms have been completed for the cases.

Event description:
Complaint received from a distributor reporting issues with the oxygen reservoir on the product. Reporter stated "there are four (4) defective items, plastic balloon where it inflates has holes and oxygen escapes." There were no reports of patient use or patient harm. No further details were provided by the reporter.